Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, it was noted that an external/internal inspection was performed and the device passed, along with all of the rite (returned instrument test evaluation) electrical testing. There was rite functional testing that was performed and no issues found that would likely contribute to a death. A review of the event history log revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The results of the evaluation did not reveal a likely relationship between the device and the reported problem. There was no non-conforming product identified related to the reported death. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was reported to be due to cardiac failure. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time